Event description:
The facility reported a colleague infusion pump with a malfunction of "failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced five times prior to this event. However, no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed or reproduced during product evaluation. However, upon further investigation of the event history by quality engineering, a failure code of 803:07 was the last failure to occur prior to device evaluation and is the determined problem, a cause was not identified as the slide clamp sensor values were all within specifications. No repairs were made. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.